Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a coroner that the customer passed away at home. The cause of death was unknown at the time of the call. The coroner stated that the customer was having issues regulating their blood glucose levels or their insulin intake. The caller stated that the customer had no illnesses that may have led to the customer's passing. The coroner tested for ketones and there weren't enough for them to be alarmed, but they're still awaiting further tests. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors, but the caller indicated that the customer had an unknown dexcom device. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy. The insulin pump was received with amazon basic alkaline battery. Pump received with minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.